Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of an asymmetric instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: case with mr [name], during the lap cholecystectomy, whilst attempting to use either , a [competitor] clip applier or [competitor] applier, a small black particle was noticed within the abdominal cavity., following insertion to the ctb73 trocar,. The particle approximately the size of a "pin head" was quickly noticed and retrieved safely. The trocar was removed, and replaced with a new one. Upon inspection of the trocar, it was evident that the particle had once formed part of the 'double duckbill' seal. The patient was not harmed, and recovered as normal following the procedure. The device seal was retained for inspection, however due to the time lapse and change in shift patterns the seal was discarded, therefore we do not have the item for inspection. No box required. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Date of event was corrected from (B)(6) 2017 to (B)(6) 2017. The septum and shield of the event unit were returned to applied medical for evaluation, along with a sterile unit and a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. No visual non-conformances were observed on the sterile unit. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.